Manufacturer narrative:
The qc recovery was within the customer¿s established ranges on the date of the event. There was no indication of a performance issue with the reagent or instrument. The plasma samples were collected in lithium-heparinized small tubes. Rack adapters were not in use at the time of the event. Product labeling states "warning incorrect results when sample tubes are not aligned vertically incorrect placement of sample tubes in racks may cause incorrect sample pipetting, which may lead to false low results, especially when testing immunoassays. Ensure that sample tubes are always placed vertically in the racks. For sample tubes with an outer diameter of 13 mm or less, use the roche diagnostics cup adapter or use 13 mm mpa racks alternatively." The samples were centrifuged for 3 minutes and 10 minutes at 5000 and 3600 revolutions per minute (rpm) or relative centrifugal force (rcf). The centrifugation speed may be too high for both the 5000 and 3600 speeds per the tube manufacturer¿s recommended guidelines. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results from five patient samples tested on the cobas 6000 e601 module. The initial results were reported outside of the laboratory. The patient samples were rerun on their other e 601. The repeat results were reported to be less than the level of detection which is 0.010 ng/ml. On (B)(6) 2022: sample (B)(6)- the initial result from the module was 0.035 ng/ml. The repeat result was less than the level of detection of 0.010 ng/ml. On (B)(6) 2022: sample (B)(6)- the initial result from the module was 0.036 ng/ml. The repeat result was less than the level of detection of 0.010 ng/ml. Sample (B)(6)- the initial result from the module was 0.89 ng/ml. The repeat result was less than the level of detection of 0.010 ng/ml. On (B)(6) 2022: sample (B)(6)- the initial result from the module was 0.024 ng/ml. The repeat result was less than the level of detection of 0.010 ng/ml. On an unspecified date: sample (B)(6) - the initial result from the module was 1.8 ng/ml. The repeat result was less than the level of detection of 0.010 ng/ml. The repeat results were deemed correct. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer inspected the module and did not detect any problems. The fse performed mechanical and instrument checks with successful results. The customer stated that the black tanks have never been cleaned and that they have a lot of water problems with their water system.